Manufacturer narrative:
The referenced chronic gastrointestinal bleeding was reported under medwatch report # 2916596-2017-01540. (B)(4). Approximate age of device- 11 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient¿s log file was submitted for review after a transfusion clinic visit on (B)(6) 2017. The patient has chronic gastrointestinal bleeding (gi) and comes in once a month for transfusion and goes home feeling better. The patient is also reported to have lupus that contributes to the bleeding. During the analysis of the log, the manufacturer¿s technical services representative reported there were no unusual events or alarms in the log file. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account communicated that the patient has lupus and ongoing issues with gi bleed related to lupus. Treatment with octreotide was started (B)(6) 2017. The patient also takes warfarin daily. The pump parameters were stabilized after the patient was treated with blood products. The patient will continue to be treated with transfusions weekly on outpatient basis. Gi bleed symptoms have begun to decrease as of (B)(6) 2017. The patient remains ongoing on vad support and no further related issues have been reported.